Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphical user interface (gui) central processing unit (cpu), and the backlight printed circuit board (pcb) with customer¿s owned components. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that a ventilator display failed. There was no information about patient involvement.